Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. Two screws with different lot numbers were referenced in this complaint, it is not clear at this time which of the two screws is mentioned in the event description ("one of the screws has the thread in the pedicle and the head came loose, close to the bar"). Investigation is pending, reportability of the other screw will be reevaluated once it is completed.

Event description:
Our customer has reported us via product manager spine that the references were implanted past (B) (6) (scoliosis surgery). Two months later approximately, the patient went to hospital because, she has pain and infection. On (B) (6) 2010 approximately, the patient was operated. During this surgery, the surgeon detected that one of the screws has the thread in the pedicle and the head came loose, close to the bar.